Event description:
Boston scientific received information that this right atrial (ra) lead dislodged following the implant procedure. The lead was found to be in the ventricle; therefore, the lead was successfully repositioned. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.